Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. There was wear and tear damage to enclosure, float switch, tank cover, line cord, pole clamp and cracked front cover. The technician confirmed the reported issue. The root cause of the reported issue was found to be impact damage to front cover and missing liquid crystal display (lcd) caused by the customer. The technician replaced float switch, enclosure, tank cover, front cover, line cord, pole clamp, and reflux plug. The printed circuit board (pcb),and power switch were upgraded under a corrective action preventative action (CAPA). The technician performed the preventive maintenance (pm). The device passed all the functional testing. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device needs front label cover. No patient injuries were reported.